Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed one of the blade had came off the retainer. We did not observe any damage to the centering hoop. We then anchored the blade back into its retainer. We did not experience any issue when operating the device. All of the blades opened and closed properly. We could not conclusively determine the root cause of the malfunction that occurred at the hospital during the procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. There was no harm to the patient. Surgeon used another lemaitre valvulotome to complete the procedure.

Event description:
One of the blades of the valvulotome came out of the retainer during the operation. Surgeon then used another valvulotome to complete the procedure. There was no harm to the patient as the result of this incident.